Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the outlet tubing connected to the device. This occurred during the filling process with saline solution. There was no patient involvement. No additional information is available.